Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. For approx one month, the pt note the reported meter would not power on; she was unable to obtain a blood glucose reading. During this time period, the pt noted she had occasionally visited her physician, and taken her usual doses of insulin. The pt takes humulin 70/30 insulin on a sliding scale, and tests her blood glucose levels more than four times per day. The pt did not experience any symptoms of high or low blood glucose levels. Four days prior, the pt went to the ER, where at 7:00 am, her blood glucose level was tested to be 346 mg/dl. The pt was hospitalized. During the troubleshooting telephone call, the customer care advocate (cca) determined the meter would not power on with either the power button or the test strip insertion, the battery had been replaced correctly, and the pt's tests strips were correct. The cca also determined the battery contacts were corroded. The meter, test strips and control solution were replaced. The pt had been unable to test her blood glucose level for a month due to the meter's power issue, and the pt was subsequently hospitalized for hyperglycemia. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.